Event description:
Customer reported the system kept cutting out (shutting down) on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector and interconnect cable. System operates as intended.